Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that the small battery drive was not working during pre-operative testing for an open reduction internal fixation surgery. The complained device was tried on a different hand piece and worked. Per additional information provided there was a short in the hand piece. This report is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment. Additional narrative: the device history report indicates that the manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation indicates that the reporters complaint that the unit does not function could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.